Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 01/26/2015-product analysis:the device was returned and evaluated by product analysis on 01/12/2014 with the following findings:the complaint was unable to be duplicated or confirmed with investigation. Review of the pump¿s black box revealed evidence of installation of a partially discharged battery. The pump successfully completed a prime sequence without issue or alarm. The pump¿s electric power draws were found to be within specification. No damage or defect was found to the pump¿s case or internal components. Unrelated to the complaint, the display screen was dim and discolored.